Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 19/36 kit w/ slot. The customer states cracks were found on the tube inside the subcutaneous tunnel six months after the pt rec'd an intubation. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.